Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was a break in the sentrant introducer sheath. The exact cause of the event cannot be conclusively determined. However, bending/twisting the sheath in a severely tortuous and calcified anatomy may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The procedure was performed to treat an aneurysm in the right common iliac artery. Prior to inserting the sentrant sheath, preparation was performed according to the instructions for use. The sheath was difficult advance the sheath to the intended location prior to the break. There was no difficulty inserting of the delivery system within the sentrant sheath. The physician did not pull the sentrant sheath back while the delivery system was inserted. While changing one delivery system for another, the sheath was re-positioned. Bending and twisting of the sheath was not done while the delivery system was inserted. According to the physician, the break occurred in a tortuous and calcified artery which was the reason for the break in the sheath. After the intervention was performed, and the sheath was successfully removed, the leak observed in the endurant limb was resolved.

Manufacturer narrative:
Film evaluation summary: a single returned still angio image during implant revealed that an unknown device was being placed through the sheath and into a large mesh-type stent. The anatomical location could not be confirmed from this non-contrast image. No obvious issues with the sheath could be seen in this single image. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in a patient for the endovascular treatment of an aortic aneurysm. No damage was observed with the sheath prior to the procedure. It was reported that the sentrant sheath cracked in the middle while trying to push it back. It was noted that half the sheath was stuck in the patient when the crack occurred and the crack appeared between the femoral and iliac artery. Higher than normal force, or sheath bending/twisting, was used when the crack occurred due to scar tissue that was present prior to implantation. The patient was given general anesthesia and converted to open surgery. The broken part of the sheath was surgically removed and three prosthesis devices were implanted to successfully treat the aneurysm. This reportedly resolved the event. The physician stated that the cause of the event was a combination of issues, which included scarred arteries as well as a device related issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported sentrant sheath damage cannot be conclusively determined from the 3d recon report provided. Films at the procedure where the sentrant sheath was used were not returned for review. The 3d recon report showed that there appears to be an endurant limb implanted in the right common iliac artery. The limb appears to have been extended with a stent from an unknown manufacturer distally. The distal portion of the right common iliac artery was aneurysmal. Contrast was seen outside of the stent graft, at the distal right common iliac aneurysm sac, from a possible distal type I endoleak. The exact cause of the possible distal type I endoleak cannot be conclusively determined. Pre-implant anatomy information, films at implant of the endurant limb, and additional films that showed the endoleak were not returned for review and comparison. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that during the secondary intervention, prior to use of the sentrant sheath, inspection of the packaging did not reveal any damage.